Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the scheduled procedure, the implantable cardioverter defibrillator exhibited loss of capture until the device was removed. The device was removed and replaced. There were no patient consequences.